Event description:
Info received that the head up function was not working. No injury reported.

Manufacturer narrative:
Info received that the head does not move. Possible defective valve. Repair has not been completed.